Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. There was no patient involved in this event.

Event description:
Device switching on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 9th august 2010. Experience has shown that devices returned with symptoms of switching themselves on may be attributed to membrane failure.the random nature of the events recorded in the memory log and the ten minute time outs and the measurements taken during the investigation, would suggest a failing membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. Furthermore, the device was dispatched with software version 3.0.8. The user had updated the device software to 3.2.0 on the 17th may 2018 in line with the fsca notification. The update enhanced the devices battery management software. The returned sam 300p is now outside of its warranty period and will be scrapped.